Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 700 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On 14-may-2018, it was reported that the patient had a pump refill on (B)(6) 2018. There were no details from the managing physician to confirm if there were any issues with the refill and no symptoms were known around that timeframe. The patient was now in the picu (pediatric intensive care unit). They did a dye study yesterday ((B)(6) 2018) which was totally clear with great flow to the intrathecal space. The catheter was primed after the procedure. Today, the pump was aspirated and they were expecting 10.8 mland got back essentially nothing. This was what led the clinician to suspect either a pocket fill or partial pocket fill from that day, but this had not been confirmed at the time of the report. The pump was refilled with drug; the doctor chose the fastest duration to reinitiate therapy; and the dose was lowered to 700 mcg/day. It was noted that the patient¿s dosages had been anywhere between 1200-1490 mcg/day and they were titrating the dose up without any symptoms change. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 15-may-2018 from a healthcare professional (hcp) via a company representative who reported that the patient seemed to be doing well. Per the hcp, the dose reduction was a good decision as the patient¿s lower extremities were noodles at half of the original dose. The patient was up still with some tone, but it was felt that the original dose would have been way too much. No further complications were reported/anticipated.